Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2007 - the pt underwent ventral hernia repair with bard composix kugel mesh. On (B)(6) 2011 - the pt underwent surgery to remove the mesh. During her surgery the surgeon noted the "ring of the previously placed mesh was fractured with the ends of the ring protruding into the abdominal cavity." The mesh was also noted to have "folded over on itself." The attorney's report alleges permanent injury, add'l surgery, defective mesh, explant, folded and fractured mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. Medical records have not been provided. We have, contacted the initial rptr to request add'l info. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Additionally, the explanted device was not returned; therefore the alleged condition of the mesh could not be evaluated. This MDR includes all pt, event, and device info davol has rec'd to date. With the currently available info, no conclusion can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.